Manufacturer narrative:
The catheter was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient reported an increase in pain on (B)(6) 2019. On (B)(6) 2019 the patient called healthcare professional (hcp) stating that they do not think their pump was working and will need to come in sooner than their refill date for a medication refill. On (B)(6) 2019, a dye study was normal, but revealed there was sluggish catheter aspiration. On (B)(6) 2019 the patient stated that they had good pain relief for 2 days, but now feels no relief. The event resolved without sequelae on (B)(6) 2019. The device diagnosis was catheter occlusion. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The patient was receiving hydromorphone 10 mg for a total dose of 2.49925 mg/day, bupivacaine 10 mg for a total dose of 2.49925 mg/day, and fentanyl 840 mcg for a total dose of 209.93736 mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 12-jul-2020, UDI #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product ID: 8784, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. Device evaluated by MFR: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10.0 mg/ml of hydromorphone at 0.500 mg/day, 10.0 mg/ml of bupivacaine at 0.500 mg/day, and 840.0 mcg/ml of fentanyl at 41.97 mcg/day via an implantable pump for non-malignant pain and radiculopathy. On (B)(6) 2019, it was reported that patient was experiencing increased pain. A catheter dye study was performed on (B)(6) 2019 and it was noted that the study was normal but sluggish. No environmental/external/patient factors that might have led or contributed to the issue were noted. The hcp requested that the catheter be replaced after the sluggish catheter dye study. A new catheter was placed on (B)(6) 2019 and the explanted catheter looked to be slightly occluded in the distal tip. Fluid was pushed through the catheter and after some pressure it did free up the occluded part of the catheter. The issue was considered resolved at the time of the report. The patient's status was listed as "alive- no injury". No further complications were reported.